Event description:
It was reported that the patient presented for routine generator change with a history of high pacing impedance exhibited by the right ventricular lead. The capture threshold was also observed to be elevated. The lead was capped and replaced during the procedure on (B)(6) 2023. The patient was stable.